Event description:
It was reported that the patient experienced several infections with a spectra implant. The old implanted device was removed and a new one was implanted. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced several infections with a spectra implant. The old implanted device was removed and a new one was implanted. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received that the physician did not report the cause of the infection because he thinks that the probable cause was the oversize implant. The implant was removed from the patient. The device was originally implanted in 2015. The implant was removed a few months after the original procedure and was not reported or shipped.